Event description:
It was reported that this patient with an implantable pacemaker recently experienced syncopal episodes prior to admission to hospital. Upon interrogation, it was noted that this device had entered safety mode, which caused over-sensing and subsequent pacing inhibition in the unipolar sensing mode. Isoprenalin was given via infusion, and a temporary pacemaker was utilized prior to a replacement procedure. This device was then explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.